Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation during a follow-up appointment, the elective replacement indicator (eri) alert displayed. However, the battery voltage was confirmed to be normal and not at eri. Technical support was contacted and recommended reprogramming to resolve the false eri. No further intervention has been performed at this time the patient was stable with no adverse consequences. Additional information was provided which indicated the patient underwent a recent ablation procedure and cardioversion.